Event description:
The battery was returned to the manufacturer because it was not registered in the controller log files. The controller remain in use. The battery subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional product: d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #:1650 / expiration date: 31-aug-2022 / serial or lot#: (B)(6) UDI #: (B)(4) d9: yes 2023-04-17 h3: yes h4: mfg date: 11-aug-2021 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6:FDA device code(s): a0705 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04, c02 h6: FDA conclusion code(s): d02, d01 h6: patient img code(s) g02002, g02013 product event summary: the controller ((B)(6)) was not returned for evaluation. One battery ((B)(6)) was retuned for evaluation. Review of (B)(6) manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual inspection. Functional testing revealed the battery was unable to properly communicate with the test equipment, indicating a fault with the main integrated circuit (ic). During functional testing, the test controller was also unable to record the battery's serial number, causing the serial ID to be logged as "0" in the log files. This is indicative of the battery being in a sealed state. A communication error most likely unintentionally sealed the battery. As a result, the controller is unable to obtain a serial number when communicating with the battery, causing the serial ids to be logged as ¿0¿. A software reset was able to reestablish communication with test equipment. An internal inspection did not reveal any abnormalities. Analysis of the data log file revealed data points involving a battery with a serial ID of ¿0¿ due to sealed state. The sealed state does not impact normal operation. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to communication errors between the controller and batteries, which can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors, potentially due to an inability of the battery to properly communicate with equipment. Based on an investigation conducted under CAPA pr00519785, the most likely root cause of the observed inability of the battery to properly communicate with the equipment event has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. (B)(6) is in scope of fa1265, which was initiated for batteries with electrical faults. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.